Event description:
It was reported that the patient presented during a routine follow up visit. Interrogation showed a stored electrogram with a 3-4 second period of noise on the atrial channel that was oversensing and the atrial pacing was inhibited. The noise was very fine and did not appear to be related to lead integrity issues. The patient experienced dizziness upon performing an atrial sensing test. The parameter on the lead was reprogrammed and the issues were resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.